Event description:
It was reported by the clinician that the physician inserted the introducer needle in the pt's internal jugular. At which time, they could not advance the spring wire guide (swg) through the needle. The physician pulled back on the swg to determine the problem and the wire unraveled. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.